Event description:
It was reported that the micro sagittal saw ran without user activation during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The failure for unintended activation was not confirmed by the repair technician and diagnostics. All components associated with this event were conforming. Other components were replaced as part of preventive maintenance. The drill passed all final inspection activities prior to return to the account.

Event description:
It was reported that the micro sagittal saw ran without user activation during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.